Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.